Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2019. Reportedly, postoperatively the patient developed a pressure spike. The surgeon opened the laser iridotomy and the pressure went down to 18mmhg. The pupillary block was then broken. Pupil is now reactive and surgeon believes there will be minimal damage from ischemia.